Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
It was reported that the device experienced a technical failure alarm tf388 for "no o2 dosing possible". It is unknown if there was any patient involvement.